Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported via social media that juvéderm® "can also give you serious complication with inflammation." "Two months of weekly laser treatment to dissolve many badly inflamed lumps. No end to it yet." Symptoms are ongoing.